Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
It was confirmed that the patient was not adversely affected.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for creatinine plus ver.2 (crep). It was asked, but it is not known what date the event occurred. The sample initially resulted as 1 umol/l. This result was challenged by the physician. The sample was repeated and resulted as 106 umol/l, which suits the patient's expected result. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The crep reagent lot number 60753001 with an expiration date of 09/30/2015. The customer found some tube gel at the tip of the sample probe. The sample probe was then replaced.